Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter which could impact the interpretation of results. The display had lines and missing pixels and the customer stated there is a line across the middle of the display. There was no damage to the screen. The battery was charged and the meter was reset, but the display issue persisted. The customer did not allege that any patient results were misinterpreted due to the display issue.